Event description:
In 1997, the pt underwent implantation of a synchromed pump with catheter and started on intrathecal baclofen, daily dose 575 mcg. In 1999, after two years, the pt had withdrawal symptoms due to a confirmed motor stall. The pump was explanted and replaced with another pump. In 2000, the pt went to visit the doctor with low withdrawal symptoms, spasticity. The doctor prgrammed a simple bolus (75 mcg) and after 2-3 hours the symptoms disappeared. The doctor also refilled the pump. At refill, the physician reported that he withdrew 2 ml from the reservoir which was as expected. In 12/2000, the pt was hospitalized in intensive care unit with a severe withdrawal symptom: hyperthermia (42 c), rhabdomyolysis, tachycardia (180 bpm), spasticity, uncoltrolled spasms, disseminated intravascular coagulation, confusion. A 100 mcg bolus was given with no apparent response and the infusion was continued at the 520 mcg daily dose rate. On the event date, the pt died with multiorgan failure.